Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from july 14, 2015 to july 15, 2015 the actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection showed that the reservoir was completely deflated. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor may have underinfused. The device was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.